Event description:
It was reported that the patient presented to the hospital due to inappropriate shocks. During explant procedure, an insulation defect was noted on the pace/sense portion of the lead. The lead was replaced.

Event description:
The account alleges that the head hi/low and knee sections had unintentional movement. No injuries were reported.

Manufacturer narrative:
Analysis found the outer insulation of the is-1 connector leg was abraded as a result of friction to the ICD can. The reported inappropriate shocks could result from the exposed metal of the sensing coil when in contact with the ICD can.